Manufacturer narrative:
Reference MFR report # 2916596-2017-00772 for the report of the report the patient¿s stroke. Reference MFR report # 2916596-2017-00773 for the report of the driveline infection. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. The patient had recently been admitted for device infection. It was reported on (B)(6) 2017 that a CT scan on an unspecified date revealed evidence of thrombus in the outflow graft. The lvad clinician reported that echocardiogram revealed the aortic valve opening with each cardiac cycle, and that it was suspected that the left ventricle was not unloading due to device thrombosis. CT angiography revealed outflow graft obstruction. The CT report indicated that the obstruction may have been due to mural thrombus or graft material separation. On (B)(6) 2017 the lvad system had approximately 2 hours of increased power and estimated flow readings. The elevated parameters decreased after intravenous heparin was administered. The patient¿s lactate dehydrogenase (ldh) values from (B)(6) 2017 were between 135 and 235 u/l, except on (B)(6) 2017 when the patient¿s ldh was approximately 300 u/l. It was reported that the patient¿s urine was clear yellow and hemoglobin (hgb) remained stable throughout. It was reported that no intervention was completed regarding the possible pump thrombus due to lack of definitive data and the patient¿s recent stroke. The patient was being evaluated for transplant. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of suspected thrombus could not be conclusively determined through this evaluation. The account reported the patient received a CT angiography that revealed a possible thrombus in the outflow graft and also noted an increase in lactate dehydrogenase. The patient was treated with heparin. Review of the submitted system controller log file showed normal device operation above the low speed limit for the duration of the log file, with no atypical alarms captured. The patient remained ongoing on (B)(4) until the pump was exchanged on (B)(6) 2017 due to suspected driveline damage and returned for evaluation (reported under medwatch MFR report # 2916596-2017-01526). Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. Visual inspection of the blood-contacting surfaces did not reveal any anomalies. The outflow graft was not returned, therefore the reported thrombus could not be confirmed. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.